Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. (B)(6) 2011: I-stat time: 11:51, result: 015. I-stat 12:02, 0.02 same sample. Vista (lab) 13:01, 0.19. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).